Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated he went back to the hospital for the event. Customer stated that the sensor was reading 50 mg/dl and the insulin pump went into threshold suspend. Blood glucose value was 55 mg/dl; treated with orange juice. Customer stated that the drive support cap is sticking out. Customer was not connected during prime. Customer felt dizzy and was so pale people thought he was dying. He has not been using the insulin pump for the last 3 weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage was noted on the insulin pump. The insulin pump was tested with a test transmitter and glucose sensor simulator and no low suspend alarm was noted during testing. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.